Event description:
Information received indicates the brake will lock, but the caster will rotate around (swivel).

Manufacturer narrative:
The technician found the brake would not hold and repaired the stretcher by installing a brake/steer upgrade kit.